Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 drawer 3 failed and required maintenance. The customer reported that they attempted to troubleshoot but was unsuccessful. The customer noted that there was no delay in obtaining medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 03mar2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 failed and required maintenance. A field service engineer conducted a comprehensive inspection of all drawers and performed maintenance. The system functioned as intended after the field service engineer troubleshot the issue.